Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being submitted to relay additional information. On january 11, 2019, it was reported that the device failed the leak test. The customer returned an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 17, 2018 where it was reported that the device required preventative maintenance and the main cuff knurled ring on the clippard inflate valve was tightened. Product review of the a.t.s. 2200ts tourniquet on january 18, 2019 revealed that the device was missing the battery and had an internal leak on the main side from the reservoir into the main manifold. Repair of the a.t.s. 2200ts tourniquet was performed by zimmer biomet surgical on january 18, 2019 which included replacement of the battery and main cuff inflate valve. A.t.s. 2200ts tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that there was an internal leak on the main side from the reservoir into the main manifold. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that there was an internal leak on the main side from the reservoir into the main manifold. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device leak test was failed. The event occurred during inspection and there was no harm, no delay reported. No adverse events were reported as a result of this malfunction.